Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had low rotations per minute, heated up quickly and made unusual loud noises. The device was disassembled and it was discovered that the driveshaft was broken. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to consistent and excessive force being which is also classified as misuse, abuse and or use error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the motor device trigger was not working. During subsequent follow-up with the customer, it was reported that the device got very hot. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.